Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03235 and MFR. Report # 3005099803-2011-03236). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation for the procedure, outside the patient, the cut wire broke after rotating the tip of the device; no part detached inside the patient. A second autotome rx sphincterotome was obtained and the cut wire broke after rotating the tip of the device; no part detached inside the patient. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03235 and MFR. Report # 3005099803-2011-03236). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation for the procedure, outside the patient, the cut wire broke after rotating the tip of the device; no part detached inside the patient. A second autotome rx sphincterotome was obtained and the cut wire broke after rotating the tip of the device; no part detached inside the patient. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and bent, the exposed cut wire was broken. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the device indicates it was used. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.